Manufacturer narrative:
Concomitant therapies: calcium citrate/vitamin d3, vitamin d3, magnesium. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification to h6: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of upper respiratory infection (not device related) is considered an unexpected adverse drug experience.

Event description:
Health professional reported the serious, non-device related event of ¿upper respiratory infection¿ after a clinical patient was injected in the jawline with juvéderm volux¿ xc. Treatment was required, noted as ¿azithromycin." Event noted as ¿recovered/resolved.¿